Manufacturer narrative:
Correction to IFU statement: it should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿

Manufacturer narrative:
Please note: as it could not be determined which gore® excluder® device was involved in the reported complaint, pla320400j / (B)(4) will also be included on this report. (B)(4). It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2017, a patient underwent endovascular treatment of a descending thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft and two gore® excluder® aaa endoprostheses. On an unknown date, a follow-up examination reportedly identified a distal type I endoleak. It was unknown which gore® excluder® device (lot number, sn (B)(4)) was associated with the endoleak. The cause of the endoleak was not known. On (B)(6) 2021, a re-intervention procedure was performed whereby an additional stent graft was deployed to extend the device distally approximately 5cm and treat the distal type I endoleak. The outcome of the procedure was not known.